Event description:
It was reported that inflation could not be maintained on one (1) size 7 sct, single cannula cuffed tracheostomy tube. The device was removed and replaced with no further problems encountered. The involved 7 sct device had been in use approximately one (1) week. There was one patient involved with no reported patient injury. The 7 sct device was returned to the MFR on 03/18/1999 for decontamination, analysis and investigation. The manufacturers device eval results are recorded on section h of this report.